Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 20053393. This does not match the catalog number provided. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20053393. It was reported tube separation at the y site below the safety clamp port in the ICU. I hope this note finds you well. I wanted to share that our ICU has experienced the following concern: date: (B)(6). ICU noted that 1 alaris pump infusion set came apart at the y-site below the safety clamp. Additionally our ER department stated this month they experienced several alaris set primary 3-port concerns; tube separation at the clamp port, however materials is pending the department to share if they still have the product/can identify the lot# associated with these events.

Manufacturer narrative:
It was reported tube separation at the y site below the safety clamp port in the ICU. Received from the customer are two primary sets model 2420-0500 lot unknown. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the lower fitment (p/n tc10006063) and tubing (p/n tc10013433). Closer inspection of the separations under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. Functional testing could not be performed as a leak would occur. A dimensional analysis was performed on each separated tubing (p/n tc10013433). Small portions of the tubing were cut into three sections nearest to the smartsite¿s inlet port and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Equipment used (measurement and testing performed on (B)(6) 2020), optical ram-cnc, eq08204, calibration due date: (B)(6) 2021. Device history record for model 2420-0500 could not be performed due to no lot number being provided by customer. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr (B)(4)) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20053393. It was reported tube separation at the y site below the safety clamp port in the ICU. I hope this note finds you well. I wanted to share that our ICU has experienced the following concern: date: (B)(6). ICU noted that 1 alaris pump infusion set came apart at the y-site below the safety clamp. Additionally our ER department stated this month they experienced several alaris set primary 3-port concerns; tube separation at the clamp port, however materials is pending the department to share if they still have the product/can identify the lot# associated with these events.